Manufacturer narrative:
(B)(4).batch # p56l1t. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing knob was stuck at the 2nd firing. Then, the knob was pushed forward forcibly, and it was broken off. A steel device was used to return the broken knob to home position. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.